Manufacturer narrative:
The pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. Based on the results of the investigation, the reported event could not be confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient had fallen and began to experience flu-like symptoms between (B)(6) 2016. On (B)(6) 2016, a higher reservoir volume than expected was observed in the pump. A catheter access port (cap) study was performed and the catheter was later found to be patent. The pump was explanted on (B)(6) 2016 and returned for evaluation.